Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times within a short period and no prior reset performed for this issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump.